Event description:
It was reported that the user experienced pump engagement challenges while using the ilet, characterized by extremely low meal announcement frequency, frequent insulin pauses, and prolonged dosing-stopped events, with no device malfunction identified and the device user interface implicated as the involved component. Symptoms included insufficient information to characterize clinical symptoms. Outcomes included insufficient information to characterize the impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method, with the user interface noted as the associated component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.